Manufacturer narrative:
Investigation is ongoing. A follow-up report will be submitted with investigation conclusions.

Event description:
A female patient with skin type ii treated on her face with morpheus8 and presenting with pih/pie over her face that replicate morpheus8 tip footprints, 8 months post treatment.